Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The flow valve and drive gas check valve were replaced.

Event description:
The hospital reported that the bellows did not move when the bag to ventilator switch was moved to the ventilator position. There was no report of patient involvement.